Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of a patient on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Sensor was inserted at the arm on (B)(6) 2015. Distributor described patient's skin reaction as a skin infection that resembles a chemical burn. Patient was seen by urgent care physician on (B)(6) 2015 for the reported skin reaction. Patient was prescribed fucidin h, twice daily (bid), a topical antibiotic for skin infection at sensor insertion site. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.